Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb board, c-arm buttons and controls and external cable connector were replaced. The power supplies were evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failure between the arch and the workstation, the system froze upon start-up. There is no report of death or serious injury associated with this complaint.